Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer is wearing the cartridge tubing facing up. Tandem clinical support educated the customer that the mobi cartridge is to be worn facing down when in use. There was no adverse impact to customer¿s blood glucose level. Customer replaced supplies as necessary and resumed insulin.